Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed with blower temperature high. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2014 MFR received date: 07/06/2015. Conclusion / root cause: the c18 capacitor shorted on the motor controller (mc) pcba created the 1122 error code. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with blower temperature high. The customer reported the unit was not in use on patient.